Event description:
It was reported to philips that the system gave an alert that the right wedge joystick was active at startup, which could impact booting up the system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system's joystick was active during startup. Analysis of the log file showed the right wedge joystick was active at startup, which confirmed the malfunction. Upon troubleshooting, the rse identified that no geometry movements were available and "button active at startup" message was displayed. The rse asked to inspect the module for any signs of damage, broken or loose cables, and connectors. To resolve the issue, rse conducted a button test using the patient service console (psc), then restarted the system, with special attention given to the 'right wedge joystick.' The rse monitored it for further information to determine the repair path, but after this, no further events were reported by the customer. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.